Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump unit device going into standby. There was no patient harm reported.

Manufacturer narrative:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) unit kept going into standby. No patient harm, serious injury or adverse event was reported. A getinge field service engineer (fse) evaluated the iabp unit and could not duplicate the reported failure. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit device going into standby.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.